Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident. Approx seven weeks post procedure, the pt returned with erosion of the sling material and urinary retention. The sling was removed without incident. The pt remains continent. The pt underwent removal of a suprapubic catheter on july 14, 1998 and continues to experience difficulty in voiding. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials...urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure."